Manufacturer narrative:
Initial.

Event description:
It was reported that after a breakfast dose, the user experienced a low blood glucose, with a nadir of 67 mg/dl, following a prior high near 284 mg/dl and subsequent correction plus meal dosing; the user treated the low with rapid-acting oral carbohydrates and did not require assistance, lose consciousness, or have a seizure. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication required, specifically oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device-related problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.